Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up # 1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the battery cap returned with the pump was found to be stripped and was unable to securely fasten to the pump. A review of the pump black box history showed multiple power loss events on (B)(6) 2011. Unrelated to the complaint the pump display screen was found to be dime with a red tint.

Event description:
Pt reported that the pump self-rebooted 3 times today. Pump reportedly also rebooted during the night. The battery cap was reportedly replaced within the last few months and was able to secure tightly to pump.